Manufacturer narrative:
Follow-up # 1 date of submission 17-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: a review of the pump¿s black box data history showed an unexplained pump reboot event. During visual inspection of the pump, it was observed that the battery compartment had was cracked in two places and the compartment contained corrosion. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The test battery cap was able to fit the pump and maintain an electrical connection. The pump was exercised with a test battery cap for 24 hours with no power issues. The initial complaint about an ¿power¿ issue was not duplicated during investigation but the damaged allegation was confirmed. The pump cover was removed and there was no evidence of moisture on the printed circuit board or internal components and no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was moisture in the battery compartment and intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.